Event description:
In 2008, the pt reported that she programmed the basal rates in her infusion device the previous day and has been experiencing elevated blood glucose since then. She stated that the infusion device displayed 0.0 for the basal rate. She was assisted with re-programming the basal rates into the infusion device. She was advised that she must press the check button twice to confirm and save the settings. She was not sure she initially pressed the check button twice, but she believes the basal rates were set. She stated that her blood glucose measured 587 mg/dl at 8am, and she bolused 1 unit of insulin for every 50 points over 100 mg/dl. An hr later her blood glucose had decreased to "300 something." She stated that she also has a chest cold and is taking an antibiotic. Further attempts to follow up with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No produt will be returned for evaluation.